Manufacturer narrative:
A ge service representative performed an on site investigation. The pin, coupling, and shaft were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' motorization failed to function. No report of patient injury.